Event description:
On (B)(6) 2021, the customer obtained and used a nasal pharyngeal sample on a direct tested swab. No repeat testing was performed. The patient was symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This supplemental report is being submitted to report the investigation conclusion and additional information. Additional patient and event information was received.

Manufacturer narrative:
This supplemental report is being submitted to report the investigation conclusion and additional information. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 performed on (B)(6) 2021 on an unknown sample. The patient was tested for ab and tested negative for igg and igm. No additional patient information, including confirmation testing, treatment and outcome, was provided.